Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were also visual indications of dried fluid on the top cover and front panel assembly. There was no visual indication of particulates within the cassette area. An as-received simulated treatment with a reduced dwell time was performed and completed without any alarms or failures. The cycler underwent and passed a valve actuation test, a system air leak test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump, and on the bottom cover and baseplate throughout the cycler. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to technical support (ts) that a fluid leak occurred during their pd treatment. It was reported that the cycler displayed an "m31 ¿ air detected in cassette" alarm during dwell 2 of 5, prior to discovery of the fluid leak. The patient elected to cancel the treatment after failing to bypass the alarm. When the cycler door was opened to remove the cassette, the patient observed fluid leaking out. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was ordered for the patient. There was no reported damage identified on the cassette. The patient confirmed they completed treatment by performing a manual exchange. They verified being trained on performing manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient received the replacement cycler is continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cassette was not available to be returned for evaluation as it was reportedly discarded.